Event description:
It was reported that a patient presented with loss of capture which was determined to be due to dislodgement per the physician. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.